Event description:
During tonsillectomy procedure. The pencil was resting on the mouth of the pt. The pt rec'd a burn that resembled the shape of the body of the pencil electrode.

Manufacturer narrative:
The product was not returned for evaluation. If add'l info is rec'd, an update will be forwarded to the FDA.